Event description:
It was reported that the patient complained of pain in left knee. The surgeon decided that the knee was unstable and wanted to implant a thicker insert. It was determined by x-ray that it was a dura on ps or ts knee. The insert was removed and determined to be a lg 13mm ps insert. A 16mm trial was inserted and was determined to be stable and satisfactory to the doctor. The 16mm implant was inserted and impacted into place.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding instability involving a duracon knee insert was reported. The event was not confirmed. Device evaluation not performed, device was not returned. Medical records indicated that insufficient records received for review. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient complained of pain in left knee. The surgeon decided that the knee was unstable and wanted to implant a thicker insert. It was determined by x-ray that it was a dura on ps or ts knee. The insert was removed and determined to be a lg 13mm ps insert. A 16mm trial was inserted and was determined to be stable and satisfactory to the doctor. The 16mm implant was inserted and impacted into place.